Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met. The impedance of the right ventricular pacing lead was variable and beyond the expected upper range. Oversensing due to non-physiologic signals/sensing integrity counter was also noted. Concomitant products: 5076 lead implanted: (B)(6) 2006; 694965 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for short v-v intervals, h igh/undefined pacing impedance, and non physiologic noise. As well, there was a suspected fracture. The lead was reprogrammed and remains in use. Future intervention may be required. No patient complications have been reported as a result of this event.